Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button error and none of the buttons were working. Customer¿s current blood glucose was 121 mg/dl. Customer stated that time does not advances after observing for one minute during the issue but time advances after the troubleshoot. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.